Event description:
Healthcare professional reported ruptured implant, side not specified. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ruptured implant, side not specified. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, extended opening, fold creases. A microscopic analysis was performed which identified; wear abrasion, an extended sharp opening with localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification), stress marks assessed as non penetrating nicks, partial delamination of orientation dot assessed as adhesive failure. Based on the device analysis the final assessment is: delamination of orientation dot assessed as adhesive failure. A sharp opening with localized stresses induced assessed as surgical impact.

Event description:
Healthcare professional reported ruptured implant, side not specified. The device has been explanted.

Event description:
Healthcare professional reported left-side rupture. The device has been explanted and replaced.